Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. Upon investigation, the trunk cable was missing and the j702 connector on the distribution node (dn) pca board was damaged. The cause of the test failure is the missing cable and damaged connector. The root cause for the missing connector and damaged connector was physical abuse. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.